Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply cable was repaired during the service call.

Event description:
The customer reported that the stenoscop system had no image on the left monitor. No patient injury was reported.